Event description:
The customer reported that their insulin pump alarmed motor error during bolus and the piston was frozen in place. The customer's blood glucose was 212 mg/dl. The customer stated that the device was exposed to x-ray. The customer does not use the sensor feature. They are able to rewind the device. The customer also mentioned that they were in the hospital at the time of the phone call for breast cancer. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection.